Manufacturer narrative:
Per tandem's t;slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on intermittent occasions, the customer delivered more insulin than intended due to user error. Reportedly, on (B)(6) 2018, the customer delivered 20 units of insulin instead of 20 grams of carbohydrates. Additionally, on (B)(6) 2018, the customer delivered 10 units instead of 10 grams. Customer consumed carbohydrates, and blood glucose level was 120 (mg/dl).